Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Weight: normal bmi. Implant date: (B)(6) 2020. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was going to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. The implant date was reported to be in (B)(6) 2020. According to the complainant, during the planned stent removal procedure, the physician found that the stent had migrated in the duodenum. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.